Event description:
The bearpaws gowns are now placed on every patient, including cardiac surgery patients. I understand their benefit in preventing hypothermia in the preop holding area, but one problem in the design of the gowns is that they are very "poofy", even when not being used, with a lot of redundant material. The material itself also appears to catch and stick strongly to even very slightly exposed adhesive material on tape. As a result, in this patient, the bearpaws gown stuck to a very small piece of exposed adhesive, caused it to roll onto itself, and pulled the patient's arterial catheter out. Ultimately this required replacing the arterial line on the opposite side (not optimal as this was the cardiac cath site). This was a witnessed event and occurred as the patient was moving from the stretcher to the or table. I personally taped the initial arterial catheter so I can attest that it was freshly and securely taped. I strongly believe this would not have happened with a regular gown as it does not stick as well to tape, and is more form fitting to the patient (lower chance of catching on other materials). Bearpaws gown will no longer be used on cardiac patients for the reasons stated in the event description/contributing factors.